Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the device alarmed constantly, and she removed the battery. Then the caller reinserted the battery and the insulin pump had a frozen display with no advancement of the time. The blood glucose reading was 152mg/dl. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the frozen screen continued. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.